Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). After several attempts manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer is not using the true metrix meter anymore. Customer had gestational diabetes and she gave birth. Customer states that her glucose levels are normal post partum and she does not have to test any longer.

Event description:
Consumer reported complaint for complaint blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 100mg/dl and 100 to 120 non-fasting.the customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 186 and 204mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is last month. The meter memory was reviewed for previous test result history: result 1:243mg/dl date:(B)(6) 2018 time:7:09pm n/fasting, result 2:234mg/dl date:(B)(6) 2018 time:7:07pm n/fasting, result 3:187mg/dl date:(B)(6) 2017 time:11:14am n/fasting, result 4:196mg/dl date:(B)(6) 2017 time:11:13am n/fasting, result 5:70mg/dl date: (B)(6) 2017 time:9:45am fasting, customer states that the doctor wants her to test every hour. Customer states that she is (B)(6) and is extremely concerned. Customer believes that her fasting results should be 80-100 mg/dl fasting and 100-120mg/dl non-fasting. Customer states that she called the doctor today and they told her it is the meter. Customer states that she will go to the doctor tomorrow because she is worried about her blood sugar.